Event description:
It was reported that immediately following implant, high impedance was observed on the atrial lead. Fluoroscopy revealed hat the lead had not been fully inserted into the pulse generator. The pocket was reopened and the lead was successfully inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.